Event description:
Diasorin molecular llc received a complaint alleging false negative results with an unknown number of patient samples with the simplexa flu a/b&covd-19 direct assay mol4250. The customer claims the curves generated should have been flagged ec500 due to wavy shapes and the negative results were considered valid. The customer confirmed the alleged false negative results were not reported due to the wavy appearance of the curves generated. No alleged harm occurred. Patient health information and sample collection method was not provided.

Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false negative results with an unknown number of patient samples with the simplexa flu a/b&covd-19 direct assay mol4250. The customer claims the curves generated should have been flagged ec500 due to wavy curve appearance and the negative results were considered valid. Screenshots from 2 runs on (B)(6) 2022 show the amplification curves on several samples with 3 of the samples having wavy lines that are slightly approaching the detection threshold. The internal control was detected without issues on all samples so it was suspected that the instrument was causing the wavy curves. An fse investigated and determined the instrument needed service and the customer's instrument was replaced. The customers reagents and alleged false negative samples were not provided for investigation. It is not known which samples were considered false negative or how those were determined to be actually positive. Batch record review showed the critical component, reaction mix mol4151 lot# us13739, met all qc release criteria prior to kit release. Mol4151 lot# us13739 was tested using positive controls and no-template controls (ntc). Positive controls were tested in quadruplicate and resulted in zero (0) occurrences of false negatives in any of the covid-19 targets. All positive controls were detected at an average CT = 26.4 (s gene), 27.5 (orf1ab), and the internal control avg CT = 32.1. No malfunctions occurred during qc release testing. Retains of the suspected device were tested on (B)(6) 2022 with 14 replicates (2 discs of 7 pc each) of mol4160 positive control. Both times the targets were detected on all replicates (s gene = 25.3, 27.2 / orf1ab = 25.7, 27.1) . No false negatives occurred. No malfunctions occurred. Potential causes for the false negative results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from the assay procedure outlined in the package insert. It is not possible to determine a definitive root cause at this time. This is the 1st complaint on mol4150 lot# us13542 for suspected false negatives.